Event description:
Customer reported the insulin pump alarmed button error and was unable to clear. Customer did not recall what blood glucose level she had at the time of the event. Alarm and possible causes were explained to the customer. Customer reported it was hot and she was working outside and the device was in her bra, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert back to backup plan. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.